Event description:
Country of complaint: (B)(6). Clips do close. After the first blister, the others didn't work properly and the clips didn't close. Used 3 blister causing a prolongation of the procedure.

Manufacturer narrative:
Manufacturing site evaluation: the clips nor the applier was returned for evaluation. A complete investigation is not possible. Manufacturing records indicates the products were according to specification at the time of production.